Event description:
Medtronic received information that immediately following the implant of a transcatheter bioprosthetic valve, there were challenges with the abbott vascular perclose closure device and it did not adequately close the puncture site. Subsequently, the artery was exposed and repaired surgically. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).